Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found the unit to be operating properly. The unit was tested, confirmed to be operating according to specification, and returned to service. The steris account manager was informed that the employee subject of the reported event was not wearing proper ppe, specifically gloves, while operating the v-pro max 2 sterilizer. The v-pro max 2 sterilizer operator manual (1-2) states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." Additionally, the user facility personnel should ensure all instruments are properly dry prior to placement in the unit. The v-pro max 2 sterilizer operator manual (1-2) states, "danger - personal injury, contaminated load and/or equipment damage hazard: failure to thoroughly clean, rinse and dry articles to be sterilized could result in an ineffective sterilization cycle." The employee was counseled on the importance of properly drying the instruments prior to processing and wearing proper ppe, specifically gloves, while operating their v-pro max 2 sterilizer.

Manufacturer narrative:
An investigation is currently in process. A follow-up MDR will be submitted once additional information becomes available.

Event description:
The user facility reported that one of their employees received a burn after opening a wet tray that was processed in their v-pro max 2 sterilizer. The employee visited the ER, but it is unknown if medical treatment was administered.

Manufacturer narrative:
Upon further investigation, it was determined that contrary to the initial report the device subject of the reported event was not a steris v-pro max 2 sterilizer. The user facility reported that the burn was from a sterrad unit. Steris is not the manufacturer of the sterrad unit. Steris notified the manufacturer, sterrad, of the reported event to internally investigate and evaluate for reportability in accordance with 21 cfr part 803. No additional issues have been reported.